Event description:
It was reported that a patient with an implantable neurostimulator and two lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) leads experienced a change in therapy effectiveness, with the patient noting that the therapy had changed and reporting a few minor falls around the time of this change. The patient was being treated for chronic pain. X-rays confirmed that the leads had migrated downward by 2 to 3 contacts. High impedance was observed on electrodes 13, 14, and 15, each measuring over 40,000 ohms. As a result of the high impedance and lead migration, there was a loss of stimulation. An attempt was made to reprogram the device to regain coverage of the chronic pain, but there was no improvement after reprogramming. A lead revision surgery was scheduled. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 13-may-2028, UDI#: (B)(4); product ID: 9 77a260, serial/lot #: (B)(6), ubd: 13-may-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that on the day of surgery, there were high impedances. 13 14 15 read 40000. The lead was replaced. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, explanted:(B)(6) 2025, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.